Manufacturer narrative:
03-mar-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.

Event description:
Brush heads...get stuck in mouths - oral-b [device breakage]. Brush heads all sit too loosely on the hand piece - oral-b [device connection issue]. Case narrative: a relative via phone stated that the oral-b toothbrush heads sat loosely on their relatives oral-b genius toothbrush hand piece, model 3765, and got stuck in their mouth when they brushed their teeth. No injury was reported. 05-jan-2023 follow up via images: the concomitant product lot was bc811231323. No injury was reported. 02-feb-2023 case update: the concomitant product was oral-b power power oral care refills cross action antibac eb50ab. No injury was reported. 07-mar-2023 case update: the concomitant product lot was h748. No injury was reported.

Event description:
Brush heads get stuck in mouths, oral-b [device breakage]. Brush heads all sit too loosely on the hand piece, oral-b [device connection issue]. Case narrative: a relative via phone stated that the oral-b toothbrush heads sat loosely on their relatives oral-b genius toothbrush hand piece, model: 3765, and got stuck in their mouth when they brushed their teeth. No injury was reported. On (B)(6) 2023 follow up via images: the concomitant product lot was bc811231323. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.